Event description:
Ascom became aware on (B)(4) 2012 of the following event: during internal software verification for a new but not yet released version of software, ascom became aware of a memory leak software anomaly. The software module in question is currently used in both the ascom cardiomax and mmg software. When assignments are changed for a location, the location conditions are stored in a memory cache; however, these entries are not deleted. Eventually the memory cache becomes full which results in a module reboot. During this time, no information is communicated to any display devices. To ascom's knowledge, no adverse event has been associated with this software anomaly. Because these devices are secondary alarm notification systems ascom is not certain this is a reportable event, but has chosen to file this MDR anyway.

Manufacturer narrative:
Assuming normal operation, i.e. If 1000 locations are modified three (3) times per day and each location has a simple condition, the module is expected to operate for six (6) to 12 months before rebooting. The following software is affected: ascom cardiomax: catalog #: fe3-g1abab, (B)(4) and earlier. Ascom mobile monitoring gateway (mmg): catalog#: fe3-d1abaa and fe3-d1abab, (B)(4). A software fix has been generated, and verified and validated. New software versions will be implemented at the customer's sites, and are planned to be: ascom cardiomax: (B)(4), ascom mmg: (B)(4).